Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Devices not received, log review only.

Event description:
The customer reported that a post op patient was receiving continuous pca dilaudid. During shift change both nurses checked the dose and volume remaining and they appeared to be accurate. The patient then became tachycardic with a heart rate of 150, had retractions, and the oxygen level desaturated to 88%; oxygen was immediately administered and the patient was closely monitored. The clinician noted that the pca rate was high at 3.53ml/hr with a concentration displayed of 0.013mg/ml, however the syringe was their normal concentration of 0.4mg/ml. The pca was stopped and the patient was assessed by the physician. The module was replaced and when programmed with the ordered parameters showed the correct rate of 0.12ml/hr. The physician advised to hold the pca infusion until the patient had pain again. There was no report of any lasting effects.

Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was confirmed. The pcu event log shows that at 2:44 pm on 18(B)(6) 2017 the pca module was programmed to infuse a custom concentration of hydromorphone wt = 20 ¿ 29.9kg. The user selected confirm to the clinical advisory ¿2 rns to verify and document concentration/dose and programming prior to infusion.¿ the user entered 0.4mg for the drug amount and 30ml for the diluent volume, making the concentration 0.013mg/ml rather than 0.4mg/ml as reported. The user then selected yes to the guardrails warning ¿concentration is below guardrails limit of 0.2mg/ml. Proceed?¿ the user entered 0.047mg/hr for the continuous dose which resulted in a continuous rate of 3.53ml/hr. The infusion continued until the device was channeled off at 4:44 pm. At 4:51 pm, a different pca module was added to the system and programmed with the correct selection of hydromorphone wt = 20 ¿ 29.9kg 0.4mg/ml. The user entered 0.047mg/hr for the continuous dose which resulted in a continuous rate of 0.12ml/hr. The root cause of the dilaudid infusing faster than expected was a user entry of concentration parameters (custom concentration option).